Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), upon removal, the tip of the esheath appeared almost detached. "It seems that the extreme distal tip of the introducer has been chewed". There was no consequences to the patient.

Manufacturer narrative:
The esheath was returned to edwards for evaluation. Upon visual inspection, it was observed, there were scratches observed along the entire length of the sheath, the distal tip was torn and attached only by the clear tip material, the hdpe at either side of the break appears stretched, and the tip was not open at the score line. The liner was not torn. No functional or dimensional testing could be performed due to the damaged condition of the returned device (sheath distal tip tear). It was observed that the vertical score on the hdpe ID of the sheath tip was present on the returned device, however, the tip of the sheath did not open at the vertical distal tip scoring location. A review of DHR and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. Review of complaint history revealed that esheath radial distal tip tearing was previously investigated as part of a CAPA. Engineering studies confirmed that the likely root cause of radial tears in the esheath distal tip was insufficient or improper ID scoring at the distal tip during the distal tip scoring process. Review of complaint history also noted an instance where damage to the sheath tip as a result of patient vessel calcification caused the distal sheath tip to open incorrectly. Although a definite root cause could not be determined, based on visual examination of the returned device, the likely cause for the distal tip damage was patient factors (moderate calcification and mild tortuosity). It was confirmed that the scoring line was present and of the proper length. Engineering studies from the CAPA determined that the tip opened appropriately when the scoring lines were performed in this manner. The complaint for sheath distal tip torn was confirmed. No manufacturing issues were identified in the returned product. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate did not exceed the march 2016 control limits for this trend category. Therefore, no further action is required at this time.